Event description:
During remote follow-up, oversensing of noise was observed on the device, leading to the delivery of inappropriate high voltage therapy and inappropriate anti-tachycardia pacing (atp). An inappropriate magnet response was also observed on the device. Abbott technical support was contacted and confirmed that the oversensing was most likely due to external interference. It was reported that the inappropriate therapy was delivered during an unrelated procedure. No intervention was performed; the patient was stable and there were no adverse consequences.